Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose level ranged from 312 mg/dl to 560 mg/dl as customer had suspended insulin and removed pump due to the multiple occlusion alarms. Bg was addressed by monitoring carbohydrate consumption. The customer was instructed to consult with healthcare provider regarding bg level.